Manufacturer narrative:
This report is not being sent for a product problem. There was no allegation that the device malfunctioned and there was no disability or permanent damage to the patient. This report is being submitted to notify the FDA that the patient required prolonged hospitalization post procedure.

Event description:
As reported by the end user on (B)(6) 2011, post liver ablation with nanoknife patient developed a right hepatic vein thrombosis requiring a short stay in the ICU. In addition, the patient's bilirubin level rose from 2 to 18. As of (B)(6) 2011, the patient was doing well. The procedure was successfully completed. No harm or injury was reported to the patient.